Event description:
A peritoneal dialysis (PD) patient experienced peritonitis manifested by cloudy effluent an breathing difficulty. The cause of peritonitis was unknown. Two days prior to peritonitis diagnosis, the patient was hospitalized and treated with injection Ceftazidime (1gm, once daily, intraperitoneal, ongoing) and injection Vancomycin (500mg, once in 5days, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remains hospitalized and was recovered from cloudy effluent and breathing difficulty and recovering from peritonitis. PD therapy was ongoing. No additional information was available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.